Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Triathlon was used for a patient in tkr surgery. While the insert was locked surgeon found the cocr wire missing in the insert and found on the table detached from the insert.- the surgery was delayed by half an hour, the time taken to provide same size insert, from office to hospital.